Event description:
Customer reported that on (B)(6) 2014, she ate an apple for snack at approximately 4:00 p.m. And subsequently obtained a reading of 100 mg/dl on her adc blood glucose meter, which she perceived to be normal. Customer further reported that while talking with her neighbor at about 5:00 p.m., she experienced "feeling weird", "speaking slowly", and a loss of consciousness. Paramedics were called and upon their arrival, customer was transported to a local hospital. Customer reported a reading of 48 mg/dl was obtained but could not recall if the reading was obtained in the ambulance or at the hospital. Additionally, customer could not recall any specific treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: a reading of 48 mg/dl is indicative of hypoglycemia and would be consistent with the need for treatment. The device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.